Event description:
It was reported approximately three months post port placement that there was allegedly contrast medium leakage. It was further reported that the patient experienced extravasation and the device was removed. The patient's status is unknown.

Manufacturer narrative:
The catalog number identified in device identification has not been cleared in the us, but is similar to the m.r.I. Plastic single lumen port with peel-apart percutaneous introducer system with attachable open-ended chronoflex 8.0 french catheter. Products that are cleared in the us. The pro code for the m.r.I plastic single lumen port products is identified in common device name. Manufacturing review:as the lot number for the device was provided, a lot history review was performed. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one MRI port with chronoflex catheter was returned for evaluation. A kink was noted about 2 mm from the distal end of the cathlock. Blood and residue were noted throughout. The port and catheter assembly did not leak when they were functionally tested in a lab setting. However, the fluoroscopic image of the left chest wall that was reviewed as part of the investigation noted extravasation of contrast where the catheter bends near the left ij. It is unclear what caused the leak of contrast. The investigation is confirmed for the alleged internal leak. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Device identification (expiry date: 04/2021). Evaluation codes (method, results, conclusion).

Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway. (Expiry date: 04/2021).

Event description:
It was reported approximately three months post port placement that there was allegedly contrast medium leakage. It was further reported that the patient experienced extravasation and the device was removed. The patient's status is unknown.